Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an 81-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported positioning issues ¿ after the pump was inserted, the pump was deep. Suction and a drop in blood pressure occurred when medical staff pulled the pump back. The inlet appeared to be papillary or mitral valve. Medical staff were unable to reposition the pump; the pump was pulled back across the aortic valve and unable to re-cross. Medical staff then explanted the pump. The patient survived the event.

Event description:
The patient experienced pulseless electrical activity (pea) arrest and resuscitation was attempted but unable to achieve return of spontaneous circulation (rosc) and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. Data logs confirmed pump was in ventricle position (about 1.25 hours into the case) corresponded with clinical description that triggered alarms impella position in ventricle. Logs also showed low flow after that. The positioning issue was resolved within 2 minutes then happened again 40 minutes later. Next, pump was in aorta and stopped manually. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related due to improperly technique inserting the repo unit resulting in the pump going deep. The root cause of the low flow was most likely due to pump was in improper position. B5 updated with additional information the following have been reported incorrectly or missing from manufacturer device report: e4 should have been left blank. G1 reporting contact fax number missing.